Manufacturer narrative:
The customer was not using rack adapters.

Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii result for 1 patient sample, of questionable roche diagnostics cobas elecsys anti-tpo results for 2 patient samples, and of a questionable elecsys tsh assay result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. Patient #1 initial ft3 result was >50.00 pmol/l with repeat results of 2.81 pmol/l and 4.47 pmol/l. Patient #2 initial anti-tpo result was <5.00 kiu/l with a repeat result of 9.58 kiu/l. Patient #3 initial anti-tpo result was <5.00 kiu/l with a repeat result of 7.18 kiu/l. Patient #4 initial tsh result was <0.01 miu/l with a repeat result of 1.30 miu/l. It was unknown if the erroneous results were released outside of the laboratory. There was no allegation of an adverse event. The ft3 iii reagent lot was 24237902 with an expiration date that was not provided. The anti-tpo reagent lot was 28843903 with an expiration date that was not provided. The tshi reagent lot was 30719203 with an expiration date that was not provided. A field engineering specialist adjusted the high voltage and performed a cell blank calibration. The issue was resolved by the service actions performed and following the service visit the customer has had no further issues.

Manufacturer narrative:
Based on the data provided the investigation did not identify a product problem. The cause of the event could not be determined.